Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection with naked eye noted a loose green cap inside the pouch. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes had the green pull ring cap (patient line cap) that was ¿off and floating¿ around inside the individual packaging. This was observed before therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.